Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that after a successful implant procedure, the patient began experiencing pain in the left arm and chest. The patient became unresponsive and went into cardiac arrest. Resuscitation was performed, and the patient was transferred to ccu. The physician did not believe the device or procedure contributed to the event. Outcome is unknown, as the information was not available from the account.

Event description:
It was reported that after a successful implant procedure, the patient began experiencing pain in the left arm and chest. The patient became unresponsive and went into cardiac arrest. Resuscitation was performed, and the patient was transferred to ccu. The physician did not believe the device or procedure contributed to the event. Outcome is unknown, as the information was not available from the account.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Cause not established was chosen as conclusion code. It is unknown how the issues occurred within the field.